Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for malignant pain. It was reported that the reason for the call was the patient stated their therapy application my patient therapy manager (myptm) was hanging out at about 90% and when they went to connect to their implant to give themselves a bolus, it went to 90% very quickly and just spun. The patient said sometimes there would be a screen that would come up and they couldn't remember what it said but it said clear waste or whatever and then it would come out and say that the bolus had already been delivered or it came up and said you have so many more boluses left. The agent walked the patient through closing all apps and going to patient data service. The issue was resolved through troubleshooting. The patient would monitor and call back if the issue continued. The agent made outbound call to gather health care provider (hcp) name with no answer.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.